Event description:
It was reported that multiple episodes of stored noise reversion were noted on the right atrial lead. The patient was asymptomatic. The noise could be recreated by isometrics and arm movements in the clinic. Chest x-ray was ordered. The lead remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.